Manufacturer narrative:
A third-party service agent evaluated the device, but could not verify or reproduce the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control received additional information on the patient details and patient outcome. The patient was a (B)(6) year old male. The patient expired, but according a healthcare professional, the reported issue did not contribute to the patient's outcome.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not respond to the analyze button being pressed. The device had been attached to a patient with quik-combo electrodes. With the device not responding to the analyze button, it would not be possible to obtain an ECG and determine the need for defibrillation. A back-up device was used to continue treatment. No patient details or information about the patient outcome were provided.